Event description:
The facility reported an ipump with "turns off by itself". This event occurred during testing in the biomed service department. It is unknown if this event occurred during delivery. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release/testing specifications that were not met during first pass testing that could be associated with the reported condition. No root cause was identified, as no evidence of a product malfunction was observed.

Manufacturer narrative:
(B)(4) the device is currently in the process of being evaluated by a baxter service technician. During the initial evaluation, the customer reported condition was not confirmed. The pump did not turn off by itself during an infusion test and the unintended shutdown feature was checked and found to be working correctly; additionally all keys on the keypad were checked and found to be working. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Upon completion of the evaluation, a follow-up medical device report (MDR) will be submitted.